Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be pending.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Follow up revealed that the patient's lead was explanted on (B)(6) 2020.